Event description:
During insertion of 48mm locking screws in both the inferior and posterior holes of the metaglene of the delta xtend system, the heads were sheared off. Both screws began to become tight and difficult to seat fully with approximately 3mm remaining. When the first screw became difficult to seat fully, it was then decided to remove screw and try a 42mm instead. The head was sheared off at first attempt of removing. The second screw head was sheared off during insertion.

Manufacturer narrative:
(B)(4). The device associated with this report was not returned. Review of the device history records did not reveal any manufacturing deviations or anomalies. A complaint database search finds no other reported incidents against the provided product and lot combination. The reported product and lot code combination was manufactured after a design change implemented in 2008 (eco269189). The investigation could not draw any conclusions about the reported breakage without the devices to examine. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy is still investigating this complaint, upon completion a follow-up medwatch will be filed as appropriate.